Event description:
It was reported that there was a revision of the left hip. Patient complaining of pain and fluid collection. Ceramic on ceramic removed; polyethylene liner and metal head implanted.

Manufacturer narrative:
The exact cause of the event could not be determined because limited information was provided. Additional information, including progress notes, imaging results, and information regarding the nature, duration, and location of the pain are needed to fully investigate the event.

Event description:
It was reported that there was a revision of the left hip. Patient complaining of pain and fluid collection. Ceramic on ceramic removed; polyethylene liner and metal head implanted.

Manufacturer narrative:
The other device listed in this report is a alumina v40-femoral head, 32mm, -4mm nk, cat # 6565-0-032, lot # unknown. It cannot be determined which, if either of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation as the patient kept them. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.